Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Problem code captures the reportable event of dart detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that uphold (tm) lite w/ capio slim was used during surgery for correction of pelvic organ prolapse performed on (B)(6) 2018. According to the complainant, during procedure, after several attempts of deploying the capio device into the patient's ligament, the dart detached. It is unknown if the dart fell of into the patient and if/how it was removed. The procedure was completed with another of the same uphold (tm) lite w/ capio slim. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available, a supplemental report will be submitted.